Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter would either prompt the "apply sample" symbol or an "ER 5" message. Per the one touch ultra owner's booklet, the "ER 5" message indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The medical affairs specialist (mas) spoke with the patient on eight days later and obtained the following information. The patient reported that both issues started on a week prior to original date. As a result of not being able to obtain a blood glucose reading , the patient stated that she stopped attempting to test. The patient claims she manages her diabetes with diet and exercise, and therefore took no action regarding treatment as a result of the issues. On an unspecified date/time, after both alleged issues began, the patient reported that she developed low blood glucose symptoms of shakiness and feeling tired. The patient confirmed she did not attempt to test at the time of the symptoms, but did treat herself with food. The patient reported feeling better afterwards. At the time of troubleshooting, the customer care advocate discovered that the patient was using the incorrect sample application technique. Both issues were resolved at the time of troubleshooting. Replacement products were sent to the patient. This compliant is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lefescan will evaluate it/them and, if either the meter or strips do not pass inspection, lefescan will inform FDA of the results in a supplemental report.